Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ eclipse¿ had foreign matter on device cannula / needle/ syringe or any fluid path component before use. The following information was provided by the initial reporter: the customer noticed "before use the tube had foreign matter inside the device."